Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the initializing device manager. The customer reported that the issue impacted the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A field service engineer reinstalled the original hard drive, disconnected the helmer refrigerator, rebooted the application, and completed the synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.